Event description:
One patient sample with discrepant urine glucose results. Initial result was normal; visual reading sample was 250 mg/dl. Sample retested giving normal result (using analyzer); visual reading gave 250 mg/dl. A final visual reading of sample without using analyzer gave 250 mg/dl. The erroneous result was reported and pt was treated with the antibiotic bactrim, but was not adversely affected. If additional info is rec'd, appropriate notification will be provided.